Event description:
It was reported that the implantable cardioverter defibrillator exhibited missing electrogram of ventricular fibrillation episode as the device prioritized the event as supraventricular tachycardia as that was the initial diagnosis. Programming changes were made on the device. No patient consequences.

Event description:
New information notes that the patient was stable before and after the programming changes.